Event description:
Line placed 4/15/1998; pt came back into the hosp on 5/9/1998, complaining of swelling at the site. The dr placed another line in the right arm and removed the line from the left arm the pt was complaining about. Only 2.5 cm of the catheter came out. The dr made a left iliac vein stick and used a microvenous snare to retrieve the remaining catheter from the left subclavian vein.